Event description:
Customer called to request insulin pump to be replaced. He states that when he attempts to give himself a bolus shot, all of the insulin is delivered. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No bolus anomaly noted. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.